Event description:
It was reported that during a recanalization procedure, the core wire allegedly had pierced the catheter. It was further reported that the device was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the core wire allegedly had pierced the catheter. It was further reported that the device was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one cto recanalization catheter was received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle and saline hub. Marker band was present and undamaged at the distal tip. The inner core wire was noted to be fractured and protruding from a puncture noted in the distal end of the catheter shaft. No functional evaluation was performed due to the condition of the returned device. Therefore, the investigation is confirmed for the reported fracture and material puncture as the inner core wire was noted to be fractured and protruding from the catheter sheath. A definitive root cause for the reported fracture and material puncture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, method). H11: d2, h6 (device, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.